Event description:
During work shop when trying to remove the screw from the plate using the screw extractor, the screw could not be extracted, thus the sales rep continued to turn the driver then he heard something snapped. Then, he checked the screw extractor and found that the tip of the inner shaft broke. The broken piece of the inner shaft remained in the head of the screw.

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.